Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm, no unexpected battery power loss and no blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer's blood glucose was unknown at the time of incident. The customer state that the they cleared the alarm and got a failed battery test. Customer also stated that insert new battery and the screen does not come back. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.